Manufacturer narrative:
(B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2015-04161 / 04162 / 0001825034-2016-02740 / 02743).

Event description:
A patient enrolled in a clinical study underwent a right hip revision procedure approximately four months post-implantation due to multiple dislocations.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Reported event was confirmed by information received from the clinic. Device history record was reviewed and no discrepancies were found. The information from clinical suggests that the dislocation was not related to the device but was related to the surgical technique used; therefore the root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant medical products - biomet echo biometric femoral stem catalog #: 192011, lot #: 224910; biomet g7 acetabular cup catalog #: 010000733, lot #: 3400237.

Event description:
A patient enrolled in a clinical study underwent a right hip revision procedure approximately four months post-implantation due to multiple dislocations. The femoral head, acetabular cup and liner were removed and replaced.